Event description:
It was reported that within approximately one month post implant, the patent had intolerable diaphragmatic stimulation with pacing from the left ventricular (lv) lead. The lv lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent, there was blood in/on the lobe mechanism and there was apparent explant damage.